Manufacturer narrative:
B3. Date is approximate. Year is confirmed valid. D10. Section d references the main component of the system. Other medical products in use during the event include: product ID: a820, product type: software, software version: 2.0.1700. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown morphine for non-malignant pain. It was reported that every time the patient went to do a bolus, the handset came up with a red and white screen and they had to restart the application and hold the communicator up for it to go around and cycle out. The patient stated the screen got stuck at 90% and took a while to click on up. The patient stated they cleared the data every week and thought they needed a new handset. An agent assisted the patient with clearing the data on the handset and the device connected very fast, showing the lockout screen. The agent reviewed device function and recommend taking note of the codes and calling back for assistance if necessary. The agent also reviewed that a new handset would not resolve the 90% lag. The issue was resolved with troubleshooting steps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back with the message that they had been getting since they last called in. The patient reported getting service code 338. The agent reviewed the importance of closing out of the app when not using it. The patient noted they did close all applications when done using the myptm app (my personal therapy manager application), and when they would go into the myptm app they got service code 338 7 out of 10 times. The patient mentioned last time they called they were walked through how to clear cache in settings. A repair request was sent for a new handset.